Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "right side deflation." Device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported, a right side "deflation". The device has been explanted. And was not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, broken on posterior, anterior and radius side assessed, as surgical damage. One opening on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). And missing shell assessed, as inconclusive. Additional observations: crease is observed. Yellow particles in device outer surface are observed. No further actions are required, as the device was implanted.